Manufacturer narrative:
Device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The user reported a sudden loss of hearing sensation with the device. The recipient experienced noise which sounded like a "firecracker." There was no accident or trauma reported.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user reported a sudden loss of hearing sensation with the device. However, the recipient experienced noise which sounded like a "firecracker". There was no accident or trauma reported.